Event description:
A customer reported an issue with the speaker and vibrate functions of their pump, noting that the speaker was not audible. There was an impact on the customer's blood glucose level, which fell to 40 mg/dl. Reason for low is unknown. The customer consumed carbohydrates to address the low blood glucose. Technical support instructed the customer to adjust alert settings and confirmed that the pump made sound alerts for certain events. It was confirmed alert was audible. Log review was requested and reviewed and pump alerts were working properly. Customer was informed of these findings. Customer continued to use the pump for insulin delivery.